Manufacturer narrative:
Analysis of the pump found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (25 mcg/ml; 7.55 mcg/day), morphine intrathecal (10 mg/ml; 3.02 mg/day), and bupivacaine intrathecal (5 mg/ml; 1.51 mg/day) in flex dosing mode. The patient's indication for device/therapy use was reported as non-malignant pain and failed back surgery syndrome other. The patient's medical history or additional medications taken at the time of the event were not provided. The patient experienced feeling as if she was going into withdrawal, and the pump had stalled. It was noted that the approximate date of the event was on (B)(6) 2015. As a result, the patient's pump was replaced on (B)(6) 2016. It was not known if there were any diagnostics/troubleshooting performed. The issue had resolved and the patient's status was alive without injury at the time of this report. Per the pump logs provided, the pump motor stall occurred on (B)(6) 2015 at 14:06 and recovered at 16:58 the same day. Another motor stall occurred on (B)(6) 2015 at 00:57 and recovered at 11:35 the same day. Information regarding the cause of the motor stalls was not provided, and additional information has been requested. Should any additional information be received, it will be reported in the form of a follow-up report.